Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) issued by abbott that was associated with heating while charging (pocket heating) and would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns.

Event description:
Related manufacturer reference number: 1627487-2020-01976. It was reported that patient scs system was explanted a year after implant on an unknown date due to pocket heating. That is all the information available at this time.